Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states chair will only turn to the right when given a forward command, swapped motor leads and chair still turns to the right, indicating right motor frozen/faulty.